Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of balloon separation was confirmed; however, the balloon deflation difficulties could not be confirmed due to the condition of the returned device. The device was retuned broken and separated into two pieces, so no further testing could be performed. Based on the device evaluation, all components of the ivl catheter were returned and accounted for. Based on the reported information and investigation observations, the inability to fully deflate the balloon likely caused the balloon to meet resistance at the distal end of the introducer sheath, and the excessive force used to remove it caused it to detach from the catheter. The cause for the inability to deflate the balloon could not be determined. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was utilized to treat a lesion in the iliac artery. After successfully delivering 150 ivl pulses, the balloon was unable to deflate following multiple attempts to aspirate the balloon. Using force, the catheter was pulled through the 7f introducer sheath, leading to balloon detachment from the ivl catheter. The detached ivl balloon remained contained within the 7f sheath, and the sheath and detached balloon were successfully removed from the patient without incident. It was also confirmed using fluoroscopy that all components of the ivl catheter were removed from the patient. A new 7f sheath was placed, and the patient was closed with an angio-seal closure device with no patient sequelae reported.